Event description:
It was reported that there was a discrepancy in the pump's displayed and actual time, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller with updating the pump time and advised monitoring for any future discrepancies. The caller understood and acknowledged the instructions.